Event description:
The facility representative reported a infusor pump with a condition of "internal fault alarm". It is unknown when this condition occurred. The area where this event occurred is anesthesia department. There was no patient injury or medical intervention necessary according to the hospital representative. No additional information is available.

Manufacturer narrative:
(B)(4). The reported condition was confirmed and duplicated. The assignable cause could not be determined at this time. The device has been returned unrepaired. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. A service history review was performed revealing the device has not been previously sent into service for the reported condition.

Manufacturer narrative:
(B)(4). The device has been received at baxter for evaluation. A follow-up medwatch report will be submitted when the evaluation results or additional information become available.